Event description:
It was reported that during an anterior resection procedure, the surgeon fired the stapler; staples fired but lumen cut was incomplete. There was about 15% that didn't get cut so the stapler was unable to be removed and had to be cut out. The second firing of a new stapler went fine. Surgery was prolonged 20 minutes. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information being requested.

Manufacturer narrative:
Date sent: 09/30/2009. Information anticipated, but unavailable at this time.